Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover was noted to be rubbing against the casters of the system. Once adjusted, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not drive when the drive handle was pressed in. It was noted there were no error messages present on the system. The clutch level was noted to be in the proper position as well. There was no patient present when this issue was identified. No additional information was provided.